Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported that the processor became hot to the touch with device use. It has been requested that the device be removed from service and returned for analysis. There were no allegations of patient injury.

Manufacturer narrative:
(B)(4)